Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint is reported as ""during use of a bronchial angle adapter the standard connector slips out."

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The customer returned a representative sample for evaluation. A visual exam was performed and no obvious defects were observed. A ring gauge test was also performed on the standard connector of the transparent and blue angular connector and they were found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
Customer complaint is reported as ""during use of a bronchial angle adapter the standard connector slips out."